Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the customer experienced low blood glucose. The customer blood glucose level was 50 mg/dl at the time of incident and the current blood glucose of the customer was 112 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. The customer was treated with food. Customer did not receive a sensor updating or sensor glucose value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The customer was refuses troubleshooting because she over bolus, she did that while she was half a sleep. The insulin pump will not be returned for analysis.